Manufacturer narrative:
There is insufficient information to determine if there was a malfunction. The dealer stated that the only part of the concentrator that was burned was the cannula, which reasonably suggests an external ignition source. Should additional information become available, a supplemental record will be filed. User¿s manual review 1118353 rev. K. (Page 5) danger - do not smoke while using this device. Keep all matches, lighted cigarettes or other sources of ignition out of the room in which this product is located and away from where oxygen is being delivered. No smoking signs should be prominently displayed. Textiles and other materials that normally would not burn are easily ignited and burn with great intensity in oxygen enriched air. Failure to observe this warning can result in severe fire, property damage and cause physical injury or death. (Page 8) danger - a spontaneous and violent ignition may occur if oil, grease or greasy substances come in contact with oxygen under pressure. These substances must be kept away from the oxygen concentrator, tubing and connections, and all other oxygen equipment. Do not use any lubricants unless recommended by invacare. Avoid creation of any spark near medical oxygen equipment. This includes sparks from static electricity created by any type of friction.

Event description:
Report sent by (B)(6) states :" patient/vendor states that : patient claims, he was using the concentrator and was holding his cell phone and the concentrator started on fire. Patient had burns on his face." No further information was provided at this time. Dealer states the end user has evidence of smoking in general, but there was no evidence at the time of the alleged fire that he was smoking. He states the concentrator smelled of cigarette smoke but it was not determined he was smoking at the time. Dealer states the cannula had yellowing and that the cannula was the only part of the concentrator that was burned, and he states there were burn marks on the patient's face. No further information. Follow up from consumer affairs on (B)(6) 2016: dealer stating they received a letter of representation on this file and the attorney indicated that the equipment may have malfunctioned resulting in injuries. There is no further information and no calls can be made on our end due to the attorney involvement. File will be updated when (B)(6) provides new information or new information becomes available. Dealer "(B)(4)" states the end user has evidence of smoking in general, but there was no evidence at the time of the alleged fire that he was smoking. He states the concentrator smelled of cigarette smoke but it was not determined he was smoking at the time. Dealer states the cannula had yellowing and that the cannula was the only part of the concentrator that was burned, and he states there were burn marks on the patient's face. Dealer has the machine quarantined and he is going to speak to his legal department to make sure he can release the unit to us. An RMA will be issued at that time. No further information.